Manufacturer narrative:
(B)(4). Medical devices: 11-300814 ¿ arcos modular revision system straight tapered spined distal stem -250330; unknown - biomet cocr m2a type I taper ¿ unknown; therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been complete, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -05918, 0001825034 -2018 -05919.

Event description:
It was reported patient experienced pain and loss of control of their leg at an unknown amount of time post left hip reimplantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.